Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing and shock impedance measurement however, they remained within normal limits. Additional information received that this lead exhibited low, out of range pacing impedance measurement which were detected via the patient's remote home monitoring system. This lead remains in service. No adverse patient effects were reported.